Event description:
It was reported to nuvectra that the patient experienced paralysis to the left side of body and loss of bladder control. Subsequently, the stimulator and lead were explanted. An MRI was to be performed post explant when the patient voluntarily discharged herself from the facility.